Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported balloon rupture was not confirmed; however a shaft leak/tear was identified during returned analysis. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4), ltd. Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a heavily calcified, moderately tortuous, 90% stenosed de novo lesion in the mid left anterior descending coronary artery. The 2.25x15 mm tenku balloon dilatation catheter (bdc) was advanced to the target lesion for pre-dilatation and the balloon ruptured during the first inflation at 8 atmospheres. The bdc was removed and replaced with another tenku bdc. The procedure was completed with deployment of promus stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.